Manufacturer narrative:
(B)(4). G2: finland. H6: proposed component code: mechanical (g04) - stem. Customer has indicated that the product is unavailable per hospital policy. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a left hip revision approximately five years post implantation due to a stem fracture. During the procedure, the stem and head were removed. A new zimmer biomet arcos cone and stem were implanted with sythes hook plate and wires. No additional information available for the reported event.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty initially exhibiting greater trochanter fracture and lack of fixation of the proximal femoral component, proximal to the morse taper. Later images show disassembly of the femoral stem components at the morse taper and concomitant new adjacent fracture of the femur just distal to the lesser trochanter. Visual examination of the pictures provided identified the explanted device; however, this cannot be used to confirm the reported event. Device not returned, further analysis cannot be made. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.